Event description:
It was reported that an alert transmission was available on carelink, but had not yet been viewed by the customer at the time of the event. The transmission included a lead integrity alert (lia) from a crm-c device. It was impacted by the issue reported where the red alert symbol was not presented on carelink for the lia. If the clinic is currently set up to receive additional notifications, they would not have been intimated. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the evaluation conclusion.